Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode message) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b". There was for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) year old male patient called zoll customer support to report that he was receiving frequent check therapy electrode messages. The patient was issued a replacement electrode belt.